Event description:
Technician alleged that the left siderail is not latching. No injury reported.

Manufacturer narrative:
The technician found the left siderail latch plate is bent. The technician replaced the left siderail latch plate to resolve the issue.